Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-8933v-28s was used on a medial hook plate, but it did not lock. The case was completed by using another of the same product. Happened during a case but there was no harm or effect to the patient. Additional information received on 12/20/2024: this was discovered during an orif procedure. The case was completed by using the same ar-9963pll-04s posterolateral distal fibula plate with a new ar-8933v-28s low profile va locking screw. The case was not delayed, and additional anesthesia was not needed.